Manufacturer narrative:
Philips service replaced the geo module wp kit and kit pan knob tso wp. The system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the stand intermittently fails and reboot does not resolve on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.